Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: clinical ophthalmology, (2023); 17 (xx): 313-320. Https://doi.org/10.2147/opth.s397816.

Event description:
Title: causes of immediate and early iop spikes after circumferential gonioscopy-assisted transluminal trabeculotomy using asoct. The purpose of this retrospective case series was to report the early postoperative causes of intraocular pressure (iop) spikes after complete circumferential gonioscopyassisted transluminal trabeculotomy (gatt) using anterior segment optical coherence tomography (asoct). A total of 32 eyes of 32 consecutive patients (20 exfoliation glaucoma, 9 juvenile open-angle, and 3 developmental glaucoma), with mean age of 40±20.1 years that developed iop spikes between immediate (n=20) or early (n=12) iop spikes after gatt using using 5¿0 blue prolene suture, were included in the study. The mean follow-up period was unknown. The following events cannot be ruled out as complaints: patient information: 5-0 prolene suture - immediate postoperative spikes (<2 weeks after surgery) were seen in 20 eyes due to retained viscoelastic (n=8), hyphema (n=8, including 2 eyes with the combined cause of retained viscoelastic) in undiagnosed hypertension, peripheral anterior synechiae (pas) in 1¿2 quadrants (n=6). Treatment not mentioned. -one eye with macrohyphema required additional ac wash and trabeculectomy within a month for persistently raised iop. -early postoperative spikes with peripheral anterior synechiae (pas) >3 quadrants (n=8). -(n=1) eyes requiring medications <2 weeks after surgery; (n=6) eyes requiring medications >2 weeks¿2 months. -(n=1) eyes requiring surgery <2 weeks after surgery -(n=1) iop >21mm hg at 2 months with medicines or requirement of additional procedures for iop control. In conclusion, immediate iop spikes are mostly self-resolving as opposed to early iop spikes >2 weeks that require medications after gatt. Gonioscopic pas >3 quadrants, and fibrotic tm closure were the main identifiable asoct causes predicting the need for medications after gatt.